Event description:
It was reported that the insulin pump alarmed no delivery during basal. Customer's blood glucose was 400 mg/dl. Customer declined to do troubleshooting. Customer would like to return the set and reservoir for analysis. Advised customer the reservoir and infusion would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.